Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a trial implant procedure performed on (B)(6) 2020, in which one freedom-4a neurostimulator (fr4a-trl-a0) and one freedom-4a neurostimulator stimulator (fr4a-trl-b0) were implanted in the left shoulder at the suprascapular nerve. This spinal cord stimulator was implanted off-label as a peripheral nerve stimulator. The clinical representative confirmed that the trial implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following the trial implant. On (B)(6) 2020, after the trial implant procedure, patient stated that perception of tonic stimulation was achieved. Patient was set to a high frequency (1.5k hz) therapeutic stimulation setting before headed home. Clinical representative had trouble getting a hold of the patient as the patient did not have a phone. On (B)(6) 2020, patient contacted the clinical representative stating that he had nausea. Patient also reported that he was receiving good therapy for headaches, but not for shoulder pain. Clinical representative inquired about fever to determine if a possible infection was present, but the patient was unable to give a definitive response. Patient was advised to deactivate the waa and discontinue therapy from the stimulators until follow-up with implanting clinician that was scheduled for (B)(6) 2020. On (B)(6) 2020, patient followed up with the implanting clinician. Implanting clinician prescribed antibiotics (zofran) for nausea. Implanting clinician believes the nausea was due to overstimulation of the device. Clinical representative stated that he was unable to attend this appointment due to other commitments. Prescription was not made known to clinical representative until february 20, 2020. Clinical representative contacted management and field training regarding the nausea reported from the patient. Management and field training also believed the symptoms was due to overstimulation. On (B)(4) 2020, clinical representative made arrangements to reprogram the device at a lower amplitude. After this reprogramming, the patient stated that the stimulation was helping with his headaches and that the nausea was gone. The patient also stated that the shoulder pain was not being relieved. Later that day, the patient reported the return of the nausea. In total, five different high frequency settings were attempted to address the pain and avoid the nausea. In the end the patient decided not to move forward with a permanent implant procedure. Reprogramming attempts were made to relieve the nausea and deliver 50% or greater pain relief to the shoulder but were ultimately unsuccessful as nausea returned after each attempt. On (B)(6) 2020, the patient had the trial stimulators removed as scheduled and did not move forward with a permanent implant of the stimulators. No further complications were noted until stimwave received the FDA's medwatch submission in which the patient claimed to have experienced a burning sensation and unintended stimulation on (B)(4) 2020, clinical representative made three attempts to contact the patient. Clinical representative was unable to get in contact with the patient to follow up on the FDA's medwatch submission. Clinical representative was unable to obtain further information on the burning sensation or unintended stimulation the patient reported to the FDA's medwatch. Clinical representative stated that patient never mentioned this issue. On (B)(4) 2020, clinical representative contacted the implanting clinician. Implanting clinician stated that an appointment with the patient revealed that all symptoms of nausea had ceased and no further issues had occurred. Clinical representative mentioned that the adverse event of nausea had not previously been encountered. On (B)(4) 2020, clinical representative met with the implanting clinician to discover that antibiotics (zofran) had been prescribed to the patient on (B)(6) 2020, for nausea. Burning sensation and unintended stimulation are known risks of the spinal cord stimulator and the freedom-4a scs system. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Nausea is not a known risk of the spinal cord stimulator and the freedom-4a scs system and issue-0055 was launched to identify and implement risk documentation updates to be inclusive of nausea as a potential effect of device use. The device did not fail to meet performance specifications. Stimwave will continue to track and trend events associated with nausea. The root cause of burning sensation, unintended stimulation and nausea from this issue is attributed to overstimulation of the device. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications. Stimwave has confirmed that the burning sensation is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Nausea is not a known risk of the spinal cord stimulator and the freedom-4a scs system and issue-0055 was launched to identify and implement risk documentation updates to be inclusive of nausea as a potential effect of device use. Stimwave will continue to track and trend events associated with nausea. Stimwave received a letter from the FDA's medwatch on february 14, 2020, concerning this issue. The letter did not have much information but stimwave was able to locate the patient from the submission. Stimwave was in contact with the clinical representative regarding this case from this february 14, 2020, onward regarding the complaint and the root cause investigation. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical intervention to preclude potential permanent impairment to a body function or structure.

Event description:
Stimwave quality has investigated the details regarding a complaint of nausea and burning sensation reported to stimwave through a notice from the FDA medwatch (mw5092666) that was received on february 14, 2020.